Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Residues of viscoelastic (ovd) were detected in the lens optic body. Loose particles in the optic body compatible with handling the lens out of the sterile environment were observed. The sample was inspected at 10x microscope magnification and cosmetic damages (scratches) were observed that could be related to the explant process. The lens haptics were observed in good condition and shape. There is no indication of a device problem causing the explant. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the historical complaint review, analysis of the returned sample, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zma00 multifocal lens was explanted patient's left eye due to capsular bag dislodging. Patient outcome and replacement lens details are unknown.